Manufacturer narrative:
Customer dismantled and reassembled the patient respiratory system resolving the reported issue. No cause was determined. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.